Event description:
The user was unable to insert the neotrend-l sensor into the umbilical artery catheter (vac). The sensor was removed and returned to the MFR for investigation. No report of adverse event or pt-related problem.